Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt was able to complete incoming essential performance testing, but the trunk cable connector and locking nut were missing. The cause of the reported inability to complete testing at the distributor is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.